Manufacturer narrative:
The insulin pump failed the displacement test due to the motor encoder signal being out of phase.

Event description:
The customer complained of experiencing high blood glucose levels. The customer stated that there were air bubbles in the reservoir. Nothing further was reported.